Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03078. It was reported the patient experienced overstimulation to the point that she had to decrease stimulation below perception. It was also reported diagnostics showed invalid impedance values for the scs lead. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.